Manufacturer narrative:
The device was received for evaluation. During visual inspection, the product was found in an opened packaging and wet. On the upper foil (paper) several strong mold stains are visible and several black particles were found in the area between the header cap and the gasket. The reported condition was verified. The cause of the event was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter address: (B)(6). Initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported black particulate was observed in the header cap of a polyflux 210h set prior to patient use. There was no patient involvement. No additional information is available.